Event description:
Pt has worn this lens type for a few yrs. Pt complained of receiving damaged product and claims pt developed a corneal ulcer caused by wearing a damaged daily wear contact lens. The treating ophthalmologist diagnosed mid-peripheral microbial keratitis approx 0.25 mm. There was no anterior chamber reaction. The pt was treated. Fully recovered, and resumed contact lens wear on a part time basis. The ulcer was not within the central 4 mm. And the ulcer was not culture confirmed.